Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that following an implant procedure, the patient felt unwell. The device was checked and it was discovered that the right ventricular (rv) lead was dislodged. A new procedure was performed to reposition the lead. However, poor pacing threshold measurements were obtained. The lead was removed from the patient's body and tissue was noted in the helix. It was believed that the tissue in the helix prevented the lead from being repositioned successfully. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with a stylet inserted and the helix partially extended. Tissue was confirmed in the helix area. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
.